Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in a 33-year-old female patient who had essure (batch no. 761435/761736) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence of contrast in the fallopian tubes or peritoneal cavity. Concurrent conditions included menstrual irregularity, dyspareunia, uterine bleeding, dysfunctional uterine bleeding, endometrial polyp, cyst ovary and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia sexual intercourse),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain.") And abdominal pain lower ("lower abdominal pain "). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, migraine, headache, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Negative for intraepithelial lesion or malignancy. Ultrasound performed for the above-mentioned indication shows the uterus to measure 7.7 x 4.6 x 5.4 cm. Essure devices are present bilaterally. Assessment: essure contraceptive devices in place. Essure procedure as indicated and as discussed, with follow-up hysterosalpingogram in three months. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr received, new reporter ,patient demographic information ,lab data, essure indication ,start date ,lot number updated , concomitant medication and events ablation, abnormal bleeding (general),migraines / headaches, dyspareunia (painful sexual intercourse), weight gain and lower abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 761435-valid 761736-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence of contrast in the fallopian tubes or peritoneal cavity. Concurrent conditions included irregular periods, dyspareunia, uterine bleeding, dysfunctional uterine bleeding, endometrial polyp, hemorrhagic ovarian cyst, pelvic adhesions, body mass index normal, torn muscle, chronic cervicitis, endocervicitis, squamous cell metaplasia and uterine adhesions. Concomitant products included lamotrigine (lamictal) and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain."). In (B)(6) 2012, 1 year 8 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia sexual intercourse),"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain lower ("lower abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (d& cablation (B)(6) 2015 00:00). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the migraine, headache, dyspareunia and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. On (B)(6) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Negative for intraepithelial lesion or malignancy. Ultrasound performed for the above-mentioned indication shows the uterus to measure 7.7 x 4.6 x 5.4 cm. Essure devices are present bilaterally. Assessment: essure contraceptive devices in place. Essure procedure as indicated and as discussed, with follow-up hysterosalpingogram in three months. Lot number: 761435 manufacture date: 2010/07 expiration date: 2013/07 . Batch number 761736 is invalid. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event abnormal bleeding (vaginal) were added. Outcome of menorrhagia updated to recovered / resolved, outcome of weight increased updated to recovering / resolving. New reporter, concomitant condition, concomitant medication, height, weight were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in a 33-year-old female patient who had essure (batch no. 761435-valid 761736-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no evidence of contrast in the fallopian tubes or peritoneal cavity. Concurrent conditions included menstrual irregularity, dyspareunia, uterine bleeding, dysfunctional uterine bleeding, endometrial polyp, hemorrhagic ovarian cyst and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia sexual intercourse),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain.") And abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, migraine, headache, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Negative for intraepithelial lesion or malignancy. Ultrasound performed for the above-mentioned indication shows the uterus to measure 7.7 x 4.6 x 5.4 cm. Essure devices are present bilaterally. Assessment: essure contraceptive devices in place. Essure procedure as indicated and as discussed, with follow-up hysterosalpingogram in three months. Lot number: 761435 manufacture date: 2010/07 expiration date: 2013/07 batch number 761736 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint (reported batch information is not valid). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.